Event description:
It was reported via a maude event report that a few weeks after the pt had surgery for stress incontinence and a hysterectomy, she began experiencing pelvic pain, recurrent bladder infections once a month, increased urinary incontinence, and feelings of being "swollen in her stomach." The pt had gone out of work for 4 months due to abdominal pain, bladder infections, and urinary incontinence. She has to wear protective pads to protect her clothing due to the incontinence. She would be up 2 - 3 times a night in constant pain. The physician elected to do a revision of the sling in 2011 and found that the sling was compressing her urethra and had migrated forward. The physician told the pt that because the sling was attached to her bladder, it would cause injury to her bladder or could be potentially fatal to remove it. The revision took 2.5 hours as opposed to the expected 45 minutes.

Manufacturer narrative:
The lot number was not provided therefore the device history record could not be reviewed. The device remains implanted. The instructions for use which accompanies each device states in the adverse reactions section: "complications associated with the proper implantation of the align urethral support sys may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." The precautions section states: "proper placement of the mesh sling implant at mid-urethra requires that it lies flat with minimal or no tension under the urethra." (B)(4).